Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 069. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings:.cs 069 alarm reproduced at power up. The pump was unable to recover from cs69 after reboot. The cs 069 failure is defined as language file corruption while retrieving the language text. The cs 069 failure was written as cs 087 failure in black box; confirmed in the bb/alarm history. The error is resident to flash chip (u39). Evidence of moisture in battery compartment; leak test passed w/no leaks detected. Opened pump; no further evidence of moisture internally. Battery compartment crack at case seal below the bumper.